Event description:
It was reported that during a procedure of the predilatated lesion in the right primitive iliac artery, post successful stent deployment of the omnilink elite and balloon deflation, resistance was met during removal through the 6 fr non-abbott introducer sheath. Excessive force was used to retrieve the catheter and remove it from the introducer. There was no reported adverse patient effect. The procedure was complete and the patient was reported in good condition. There was no clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The omnilink elite was not returned for analysis which would have aided in the investigation. However, potential factors which may contribute to difficulty removing the catheter post stent deployment include, but are not limited to, anatomical conditions, damage to the introducer sheath, damage to the balloon, improper balloon refold, balloon not fully deflated, interaction with anatomy or associated devices. It was reported that excessive force was used to remove the device, it should be noted that the product instruction for use states: should unusual resistance be felt at any time during lesion access or stent delivery system removal, the introducer sheath and stent delivery system should be removed as a single unit. If possible, retain the guide wire position for subsequent vessel access. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and stent delivery system components. In this case, the excessive force used does not appear to have contributed to the difficulty removing the system. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. Overall, a conclusive cause for the reported difficulty could not be determined; however, there is no indication to suggest a product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture before release. In addition, a quality control audit inspection is used to verify the product quality.

Manufacturer narrative:
(B)(4). Correction to (type), (common device name), and (PMA/510(k)#).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - excessive force; incorrect removal. The customer reported that the device was discarded. The lot number was provided. A follow-up will be submitted with all additional relevant information.